Event description:
On (B)(6) 2015, a 21mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to aortic insufficiency and was replaced with a 21mm trifecta valve (serial number: (B)(4)). Upon explant, calcification was observed. The patient is reported to have been discharged.

Manufacturer narrative:
Explant was reported due to aortic insufficiency. The investigation found that the valve contained calcifications on leaflets 1 and 3. All three leaflets contained fibrous thickening. There was fibrous pannus ingrowth on the inflow and outflow of leaflets 1 and 2. Leaflet 3 was torn. Leaflet 2 contained a retraction which resulted in incomplete coaptation. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the calcification, pannus, and tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. Calcification is a known event associated with tissue heart valves.

Event description:
On (B)(6) 2015, a 21mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to aortic insufficiency and was replaced with a 21mm trifecta valve (serial number: (B)(4)). Upon explant, calcification was observed. The patient is reported to have been discharged.